Event description:
It was reported that the clamp was broken/ syringe holder wouldn't come up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. Was unable to move the flippers up or down when plunger lever was pressed. Error history log review found a check syringe plunger sensor. The root cause of the reported issue was found to be the down pin came loose from plunger head mount. The cause of the issue was known and was design related. Actions were taken to mitigate the reported issue: replaced plunger head mount and dowel pin. Performed preventative maintenance and all functional testing which passed.